Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy in 2008. During the procedure, the hand piece blade was not rotating. Initially, the handpiece did not fit in to the connector properly and when the cable was housed properly, the handpiece blade did not rotate. The procedure was successfully completed by holding the handpiece and adjusting it every time the motor drive unit stopped working. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Damage to drive connector or coupling - not labeled. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.